Event description:
It was reported that balloon rupture occured. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation and was initially inflated at 8 atmospheres for 10 seconds. However, on the second inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).